Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod coils and a non-penumbra microcatheter. During the procedure, the physician advanced the pod coil through the microcatheter to the target vessel. While attempting to place the last few centimeters, the pod coil kept ¿bucking;¿ therefore, it was removed. The procedure was completed using ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.